Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that cuff misses occurred during suture placement using two proglide devices in the calcified right common femoral artery (rcfa) and one proglide device in the calcified left common femoral artery (lcfa) using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, four additional proglide devices were successfully pre-placed, two devices in the rcfa and two devices in the lcfa using the preclose technique. The arteriotomy for both the rcfa and lcfa was 6f. The sheath was upsized to 10f and 12f for the interventional procedure in both the rcfa and lcfa. The interventional procedure to insert an impella device in the heart was completed and hemostasis was achieved using the successfully pre-placed sutures of the additional proglide devices. There were no reported adverse patient sequelae and no clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and is in-training for the preclose technique. No additional information was provided.